Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a broken pin in the white power cable connection on their primary system controller. Their system controller and modular cable were both exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a broken pin in the white power cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Upon arrival of the controller, a broken pin was observed to be stuck in position 5 of the white power cable¿s connector. The socket with the broken pin pertained to the transmission communication signal off the controller. The pin was removed, and the controller was then functionally tested. The controller passed all testing procedures without issue, and no atypical alarms were produced. The downloaded log file was then reviewed. The log file contained approximately 8 days of relevant information ((B)(6) 2024 per the timestamp). On (B)(6) 2024, some atypical power cable disconnect alarms were observed due to the relative state of charge (rsoc) and/or voltage of the white power cable briefly falling below the designed alarm threshold. These alarms appeared to occur only while the cable was connected to the power module patient cable and were therefore suspected to be related to the connection issue that the stuck pin would have caused. The pump maintained a speed within the expected range while the driveline was connected. The root cause of the broken pin could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and 14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.